Event description:
Customer reportedly received result of 269 mg/dl on the advantage system and 68 mg/dl on professional device within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device , however, customer no longer has the test strips; replacement was sent.